Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was inserted but the transmitter was not blinking when connected to the sensor. The customer removed the sensor and found that the cannula was missing. Blood glucose value is unknown. Customer declined troubleshooting.